Event description:
It was reported that the pump emitted loss of prime warnings. The pump was returned to animas for evaluation. During evaluation the force sensor pins were found to be partially dislodged. This report is being made based on investigation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the event the battery cap threads were found to be stripped. The battery compartment was found to be cracked. The battery cap was unable to maintain electrical connection with the pump. A test cap was used for investigation. The pump was exercised for 24 hours with no power loss or rebooting; 2531779-03/24/2010-003-r. (B)(6).